Event description:
A caller reported occlusion alarms. The customer's blood glucose level displayed "high," a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump. The customer reverted to manual dose injection for insulin therapy. Subsequently, a replacement pump was sent to the customer.